Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole with an unknown type of procedure and anatomy location. Block h10: investigation results the reported problem of balloon pinhole cannot be confirmed. A functional inspection was performed, and the balloon was not capable of being inflated due to an occlusion most likely with dry contrast media. The device was submerged in warm water to remove the possible contrast media, but the failure remained. An xray inspection revealed, the dry contrast media was found inside the catheter and the balloon. All compiled information on this investigation determines that the most probable cause is not established.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloons was attempted to be used during a procedure performed on (B)(6) 2024. It was reported that the balloon has a pinhole and did not inflate properly. No further information has been obtained despite good-faith efforts. The type of procedure and anatomy location of the procedure are unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole with an unknown type of procedure and anatomy location.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloons was attempted to be used during a procedure performed on (B)(6) 2024. It was reported that the balloon has a pinhole and did not inflate properly. No further information has been obtained despite good-faith efforts. The type of procedure and anatomy location of the procedure are unknown and is being reported as the pinhole may have occurred in the esophagus. There were no patient complications reported as a result of this event.